Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had three er420 clip appliers fail. The surgeon indicated that the clips in each er420 he used scissored while closing firing. The device that the surgeon used to finish the case with was an autosuture clip applier. There was no consequence to the patient.